Manufacturer narrative:
(B)(4). The device has been received. However, the product analysis has not been completed. Method code: no testing methods performed; result code: results pending completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
Device evaluation completed on february 25, 2015. The product analysis indicates that the handpiece arrived with both bearings and nose spacer missing. Functional tests could not be performed and the overheating issue could not be verified. The motor/cable, bearings, nose, housing, and other parts were replaced. The handpiece was repaired, cleaned, tested, and passed all manufacturing specifications. (B)(4)

Event description:
It was reported that during surgery, the handpiece was losing rpm and overheating. The device was used until the end of the procedure. The amount of time it took for the handpiece to heat up was not reported. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.